Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19445. It was reported that the lead had migrated and the ipg was exhibiting recharge burden. When fully charged, it was unsure if battery provided 24 hours of therapy. As such surgical intervention took place were the entire system was explanted and replaced with new ones. Reportedly effective therapy was restored.